Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found a cracked right plunger case and no visible contamination. Event history log of the pump found evidence of motor not running. Device underwent occlusion testing and motor not running error was duplicated using infusion rate (300 ml / hr). The reported customer complaint has been confirmed, and the problem source has been determined to be normal wear and tear; pump is over 13 years old.

Event description:
Information was received was dropped and motor was not working. The bottom case was broken and the screw post holding the bottom case was also broken. No patient involvement.